Event description:
It was reported that the pt was no longer able to hear. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted, if is should be explanted, it is to be rturned to the MFR for evaluation.